Event description:
Lip tissue sample was placed in tissue cassette for processing. The problem occurred during the formalin fixation step, which consists of the cassettes being placed in the retort chamber of the sakura vip5 tissue processor set at 45 degrees c with slight agitation under vacuum and pressure. Cassettes are set in racks that fit the chamber with nine cassettes per space, allowing room between cassettes for the reagent to flow freely. During this step, the cassette opened and the sample fell out. The sample could no longer be identified and no add'l tissue was available.